Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during preparations for a percutaneous coronary intervention [pci] procedure, a foreign body was identified within the coronary control syringe [ccs]. The ccs was filled saline and inverted to remove all the air from within the syringe when a white foreign body was identified within the barrel. A new ccs was opened and prepped for this procedure. No patient interaction.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint was confirmed through a view of a photograph of the subject device. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.